Manufacturer narrative:
IFU review, device analysis and final report.

Manufacturer narrative:
Device not yet returned.

Event description:
The stent came off the stent delivery balloon in the guide catheter as the doctor was retrieving it from the ostial rca because it wouldn't cross. When he pulled the sds all the way out he noticed the stent wasn't on the balloon. He then used fluoro and determined the stent was in the guide catheter at which time he had to pull the guide and wire out of the patient. De novo, 85% stenosis, no bifurcation, no pre existing clot. There was no pre dilation. Lesion calcification: medium. Vessel calcification: low. Vessel was not tortuous. The procedure was completed with another product. There was no injury to the patient. Additional information: the system was inspected prior to use and appeared normal. The system was stored, handled and prepped according to the IFU. The guiding catheter and stent delivery system were not removed as a single unit. The delivery system was removed by retracting it into the guiding catheter.